Event description:
Reporter indicated that pt's device was replaced in 2002. Three days later, the pt developed fluid build up at the incision site. Surgery was performed to clean up the area and then three weeks later, the ncp system was explanted due to staph infection. Attempt to obtain additional info have been unsuccessful to date.